Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 183 mg/dl. Troubleshooting was performed and customer received failed battery test alarm. Customer was advised that the insulin pump will need to be replaced. No additional information provided.